Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications or injuries were reported and the patient condition was good post procedure.